Event description:
It was reported that this lead exhibited loss of capture when placed into the coronary sinus branch. The physician opted to use another lead to finish the case. No adverse effects were reported.